Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement greater than 200 ohms. Impedance was previously 66 ohms and had been stable at clinic visits. The patient was brought in for isometrics and pocket manipulation and the only thing observed was some fine muscle noise on the shock electrogram. The high impedance could not be replicated. The physician has elected to monitor the patient. No adverse patient effects were reported.